Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and competitor leads experienced pre-syncope resulting from right ventricular (rv) lead oversensing and pacing inhibition; greater than 2 seconds of asystole was observed. It was noted the rv lead was previously programmed to unipolar due to increased pacing thresholds which was found to result in myopotential noise and oversensing on the rv channel. When asked why right atrial (ra) pacing was not provided, boston scientific technical services (ts) stated it was due to a combination of device programming and resetting of the v-a timer as a result of rv oversensing that prevented ra pacing. Rv sensing was subsequently reprogrammed from unipolar to bipolar and testing confirmed the observed myopotential oversensing was resolved. No additional adverse patient effects were reported. This system remains in service.